Manufacturer narrative:
The device was returned to the MFR and the event has reported as could not be duplicated. Repairs were completed on the device and it was returned to the customer.

Event description:
It was reported that the driver runs after deactivation and will not turn off. The customer did not have further details surrounding this event.